Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they were not sure if the patient's implantable neurostimulator was on or off. The night prior to the report, the patient felt like the ins was not working at all. Since the day prior to the report, the patient programmer (pp) had been showing poor communication. The consumer said they were holding the antenna one inch away from the ins. During the report, they were able to connect with the pp and the ins was turned off. When the consumer pressed the on button, they were not holding the antenna over the skin, and the pp showed poor communication screen. They tried re-positioning the antenna and they were not able to connect, again. The patient was recently implanted on (B)(6) 2016. It was reviewed how to turn the ins back on and the consumer would continue to try to connect. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.